Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion in a mildly tortuous part of the sfa. The stent could not be released. The wheel on the release device turned without stopping and did not release the stent as intended. The system was removed, and another stent was implanted.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the outer shaft has not been retracted. Consequently, the stent has not been released. During the investigation, the device was dissected which revealed that the gluing between the retractable outer shaft and the metal tube which is welded onto the pull-wire has failed. The most probable root cause for the reported event is related to the manufacturing process of a component produced by a supplier. To prevent recurrence the respective internal departments were informed about this case. The supplier of the affected component was informed and acknowledged the complaint.

Event description:
The pulsar-18 t3 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion in a mildly tortuous part of the sfa. The stent could not be released. The wheel on the release device turned without stopping and did not release the stent as intended. The system was removed, and another stent was implanted.

Manufacturer narrative:
Please note that the initial report was submitted by biotronik, inc. (Cfn/fei 1028232). The final report was submitted by biotronik ag (cfn 8043892, fei 3002808050).complaint investigation: the returned product was subjected to a detailed technical analysis andthe corresponding production documentation was reviewed to establishwhether a deviation from the manufacturing process could be the causefor the reported event.the technical investigation confirmed that the outer shaft has not beenretracted. Consequently, the stent has not been released. During theinvestigation, the device was dissected which revealed that the gluingbetween the retractable outer shaft and the metal tube which is weldedonto the pull-wire has failed. The most probable root cause for thereported event is related to the manufacturing process of a componentproduced by a supplier.to prevent recurrence the respective internal departments wereinformed about this case. The supplier of the affected component wasinformed and acknowledged the complaint.after CAPA closure: the issue triggered a corrective action in which the manufacturing process of a subassembly produced by the supplier was identified as root cause.microscopic inspection showed that the adhesive has not well spread and only covers approx. 1/3 of the actual bonding area. This was confirmed by ftir analysis.an additional root cause analysis was also performed by the supplier vistamed ltd. T/a freudenberg medical. To prevent recurrence, technical drawings were adjusted by freudenberg medical.

Event description:
It was reported that the ICD sn (B)(6) was not interrogable anymore. An update from october 25, 2024, indicated that this lead was the predecessor lead to sn (B)(6). It was capped in 2016 due to malfunctioning at that time and is now also extracted effective (B)(6) 2024.